Event description:
Hcp reports, the patient presented with incisional drainage and complaint of the skin getting extremely hot when recharging. The patient was seen in the office in 2006, to consult about the incision being open. It was decided to explant the device that day. The device was explanted and returned to the manufacturer for analysis. The patient was placed on antibiotics. Cultures of the wound were done and the patient had a consult with the infectious disease doctor. The patient was seen for follow up 2 weeks later and the incision had healed. The patient had a stimulator removed in the past due to infection.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.